Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced reservoir migration within the retropubic space, which led to a surgical intervention. During the procedure, the reservoir was removed and replaced. The new reservoir was connected to the existing components. There were no patient complications reported.